Event description:
The device was implanted on an unspecified date. Reportedly, the catheter cracked. A reoperation was performed on 12/6/96 to remove the catheter and implant a new one. The hospital has reported that the pt's condition is satisfactory.